Event description:
Edwards received notification from a field clinical specialist that a patient with a 25mm edwards surgical valve, implanted in the mitral position, underwent transcatheter mitral valve replacement (tmvr) with a 23mm sapien 3 ultra resilia valve. As reported, a batman (balloon-assisted translocation of the mitral anterior leaflet) procedure was performed to modify anterior leaflet with 12mm balloon for final inflation. During delivery of s3ur valve, the commander balloon ruptured and was unable to be pulled into the 26fr gore dryseal sheath. The valve was able to be fully deployed. The balloon was noted to be separated. No pieces were reported missing. Some of the balloon material was cut away during removal. A snare was placed on the contralateral side and the commander balloon was removed from the insertion site. The site was closed with a suture-mediated closure system. There was no injury or complication related to this event. The perceived root cause of the event was the preexisting titanium fastener. What was the patient's final outcome was noted as discharged. The device is not available for return as it was discarded. The provided post-procedural device-related photos were reviewed, and the following was observed: full radial balloon burst at both the proximal and distal end of the inflation balloon, with nearly the entire inflation balloon separated and not pictured. As reported in the case notes, ''no pieces were reported missing. Some of the balloon material was cut away during removal.'' The distal balloon wing was flared.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.